Event description:
The patient called on (B)(6) 2024 with a driveline communication fault alarm. A review of the log file revealed a driveline communication fault on (B)(6) 2024 at 4:46:46 pm. A heartmate 3 system controller and modular cable exchange was performed. Additional log files were submitted after the controller exchange to ensure that x-rays were not needed to assess for further damage. A review of the log files revealed just a couple of events in the event log file but the driveline communication fault alarm had not returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b2: outcomes corrected. Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via analysis of the returned modular cable. The returned modular cable (lot number: 10055831) was tested alongside the returned system controller, and a mock circulatory loop and no issues were observed during testing, including when the cable was manipulated. The integrity of the wires in the returned modular cable were then tested, revealing that the green (communication a) and black (ground a) wires were electrically open, indicating that the wires were compromised. Following the electrical testing and operation of the modular cable on the mock circulatory loop, the outer jacket and underlying layers were removed to inspect the underlying wires. Inspection of the wires revealed that the green and black wires were broken, exposing the inner conductors. Damage to these wires would result in the reported driveline issues. System controller event log files were submitted and downloaded for review, and data from the reported event date of ()b(6) 2024 was reviewed. The log file captured a driveline communication fault alarm from 16:46:46 to 22:47:51 that was associated with a com_a_fault; this is consistent with the damage observed on the modular cable¿s green (communication a) and black (ground a) wires. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The reported event was determined to be due to a break in the communication a and ground a wires in the modular cable. Although not conclusively determined, repetitive flexing of the modular cable during use over time may have been contributed to the observed underlying wire damage. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 10055831, was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7. ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5, ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including driveline communication fault alarms and the actions to take if the issue does not resolve. These sections also contain a subsection entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. C) section 4, ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. D) section 10, ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.